Event description:
During a vitrectomy case the s.t.t.o. Lost pressure in the eye, the display also indicated that the scissors were turned on, and the light bars for light source also displayed problems. Alcon was notified and responded to these incidents. Alcon replaced an interface pcb to resolve problem. On 2-5-98 the s.t.t.o. Displayed a pressure of 99 mmhg in the eye, the illuminator bars were broken up and the scissors indicator came on. Alcon was notified of and responded to this incident. Alcon replaced volt controlled regulator. Performed svc test and returned unit to svc. On 2-26-98 the pressure in the eye was 8 mmhg off from the preset. Alcon responded by installing 3 more volt controlled regulators, before they decided to send unit to factory for svc. All 3 regulators drifted from specs.